Event description:
It was reported that during a remote data review, over-sensed noisy signals were noted from this subcutaneous implantable defibrillator (s-ICD) system. The patient was subsequently brought in-clinic where therapy was disabled from the device to prevent inappropriate shock therapy. Boston scientific technical services (ts) was contacted and it was discussed that the noise was most likely the result of an electrode fracture. Diagnostic imaging and provocative maneuvers were recommended. A surgical revision procedure was performed and a bend in the electrode near the device header was visually observed. The physician subsequently explanted the electrode and a new electrode was implanted to resolve the event. The patient was stable with no additional adverse effects. The s-ICD electrode is expected to be returned for analysis, but has not yet been received. The s-ICD device remains implanted and in-service.